Event description:
It was reported that the adjusting mechanism for the deflection as well as the diameter of the catheter was very stiff and that the procedure could not be performed. The device was removed and replaced. There is no report of injury and the device has been returned to us for our analysis.

Manufacturer narrative:
Results: the result of the investigation was confirmed for a broken distal pull wire, root cause unk. Summary: complaint confirmed. The result of the investigation was confirmed for a broken distal pull wire, root cause unk, it is unk if procedural issues contributed to this event. Failure investigation has been opened to determine the root cause and develop a corrective action plan.